Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 17-may-2024, it was reported that patient faced occlusion at site event. The event occurred within three hours of insertion. Insertion site was at abdomen. Patient changed supplies as necessary and resumed insulin therapy. No further information available.